Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's system was replaced because the patient was charging frequently and the physician requested that their system was upgraded. The patient's battery was overdischarged at one point and they were told that the longevity of the battery was compromised as a result. The issue was resolved. No further complications reported.